Event description:
It was reported that during a lunch meal announcement, the system delivered only a partial meal dose followed by an occlusion alert, after which the user confirmed tubing and infusion site appeared intact and resumed insulin delivery; the user then initiated a second meal announcement but stopped it midway seeking to deliver the remainder, and was counseled to avoid additional meal announcements to prevent insulin stacking and to allow the algorithm to correct. Symptoms included no adverse clinical effects and a reported blood glucose of 108 mg/dl. Outcomes included no injury, no hypoglycemia, and no hospitalization. Investigation included user counseling, device use review, and troubleshooting guidance related to occlusion alerts and meal dosing behavior. Investigation of this case revealed no visible set or tubing damage and appropriate device function after resumption of delivery, with risk identified for insulin stacking if duplicate meal announcements are used. It was concluded that the event was consistent with an occlusion alert with partial meal delivery and that ongoing algorithmic correction and user monitoring were appropriate, with no further clinical action required.